Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported via phone call that the insulin pump alarmed hardware low level failures. The patient's blood glucose at the time of incident was 11.5 mmol/l. A strange noise occurred during a bolus delivery. During troubleshooting a 5-unit prime was attempted: no insulin exited the tubing and there were no alarms either. During the self test, two hardware low level failure alarms occurred along with a battery error. A self test was repeated and the device passed. However, the caller called back later to report that the insulin pump still made a strange noise during bolus delivery. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Format history file analysis confirmed hardware low levels alarm due to poor solder joints at ambient light sensor on keypad assembly. Device received with cracked keypad overlay at select button, scratched case and keypad overlay texture damage.